Event description:
The tip (beak) broke off in pt in 2004. Two days later pt had another procedure done in the hosp by dr., and dr pulled the piece of the tip out of pt's bladder. There is no report of pt injury.